Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported difference between sensor glucose and blood glucose values, the customer also reported delivery being suspended by the insulin pump and smart guard was being updated. The customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion), hypoglycemia with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. The smart guard updating process was explained, including potential causes such as pump suspension for more than 4 hours or recent activation. The customer was advised to monitor the pump, as the updating process may take up to 5 hours to complete, and to call back if assistance is needed. Additionally, the suspend on low feature was reviewed, and the customer was informed that the alarm is triggered when sensor glucose falls below the preset amount. The customer declined further troubleshooting and was advised to consider changing the insulin, reservoir, and infusion set. Blood glucose value was 250 mg/dl and sensor glucose value was 54 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.